Event description:
It was reported to philips that the system was stuck at 0:00 boot-up due to grabber card issues on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced flexvision pc (B)(4) and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).